Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05320.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-05320. It was reported that the patient's leads were deemed damaged, during the patient's ipg replacement procedure. As a result, the patient may undergo surgical intervention at a later date.